Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 11:00 am after the end user was receiving higher than normal blood glucose readings from his prodigy diabetes meter. The end user was very tired, hungry and dizzy. At the time of the medical event his blood glucose reading was 392 mg/dl. The end user was taken to the ER and upon arrival his blood glucose reading was 112 mg/dl. Which falls within normal range. No treatment was administered and after a few hours at the ER the end user was discharged with a blood glucose reading of 112 mg/dl. No further details were provided in relations to this medical event.